Event description:
It was reported that during a laparoscopic gastric bypass roux en y, the device was placed on the stomach, fired and the device would not open. Pulled grey handle and it broke. Fired another device adjacent and cut the device out. The firing was a transverse firing, and there was enough stomach tissue to place another stapler adjacent to the stuck stapler to complete the case. Patient is doing fine.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.